Event description:
It was reported that during a stenting treatment procedure, the stent dislodged and the patient went to bypass surgery. The procedure attempted to treat dual lesions located in the proximal and distal severely calcified left anterior descending (lad) artery. A 2.25x28mm promus element plus stent was advanced to the distal lesion, but could not cross and was removed. Next the distal lesion was pre-dilated with two non-bsc balloons and an unspecified promus element stent was advanced, but it also did not cross the distal lesion. However, this promus element stent was successfully implanted in the proximal lesion. Then the distal lesion was buddy wired and again pre-dilated. Finally a 2.25x20mm promus element plus was advanced through the previously placed stent, but again the distal lesion could not be crossed. As they were attempting to pull the stent back, the 2.25x20mm promus element plus stent dislodged and was hanging into the left main artery. The physician then removed everything and sent the patient to bypass surgery. The physician noted the procedure was a high risk pci intervention. No further patient complications were reported and the patient status post surgery was ok.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).